Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, there was a shaft break. During the unpacking of a 3.0x16mm taxus express2 drug eluting stent (des), it was noticed that the stent delivery sys was broke at the hypotube. There was no pt contact with the broken device as the device was not used. The procedure was completed with another 3.0x16mm taxus express2 des. There were no pt complications reported. The pt's condition was listed as "fine".

Manufacturer narrative:
.